Manufacturer narrative:
This report is being submitted to update b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery depletion (pbd) error message. A request was made to have data from this device analyzed. A rhythmcare consultant advised without the model number and serial number, no information can be reviewed. Attempts to obtain the model/serial have been unsuccessful. At this time, the device remains implanted. No adverse patient effects were reported. New information was received indicating the model number and serial number of this explanted device, for a premature battery depletion (pbd). The explanted device was discarded and is not expected to be returned. A new s-ICD was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery depletion (pbd) error message. A request was made to have data from this device analyzed. A rhythmcare consultant advised without the model number and serial number, no information can be reviewed. Attempts to obtain the model/serial have been unsuccessful. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.